Event description:
On 5/19 PICC line placed in 4-day old infant (c-section at 36 weeks) with gastroschisis. Location: left, 4 attempts, saphenous, catheter type: 1.9 fr, 1 lumen catheter, lot #: 11554882, PICC, location confirmed via blood return, external catheter length 4 cm, trimmed catheter length 22 cm, dressing applied: catheter secured via suture-free securement device. Tpn, lipids, ampicillin and ceftazidime were infusing. Rn noted line leaking at connection point. PICC line confirmed that the hub was cracked and leaking. Provider notified, lines removed and a new line placed in left lower extremity without issue. Argon rep stated this is a known issue that is being corrected and updated PICC lines are to be released in the very near future. Infant monitored, no injury noted.